Manufacturer narrative:
No service on the ventilator was requested. Provided ventilator logs were reviewed. The event log confirms alarms were generated due to low expiratory minute volume. According to the test log, successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 01/18/2022. Corrected manufacture date: 01/13/2022. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was no expiratory tidal volume and minute volume displayed on the screen. There was no patient harm. Manufacturer's ref #: (B)(4).